Event description:
It was reported that the unspecified bd microtainer experienced sample leakage. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: spoke with the phlebotomy supervisor who explained that the nurses in the nursery are piercing the caps of the green microtainer with the needles of the syringes to add blood for line draws. The microtainer caps are leaking from the hole created.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd microtainer experienced sample leakage. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: spoke with the phlebotomy supervisor who explained that the nurses in the nursery are piercing the caps of the green microtainer with the needles of the syringes to add blood for line draws. The microtainer caps are leaking from the hole created.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.